Manufacturer narrative:
On 28-aug-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation procedure with a qdot-micro, bi-directional, d-d curve, c3, split handle catheter. After left pulmonary vein (lpv) isolation, the qdot micro catheter was checked outside the patient's body and a thrombus was confirmed adhered to the catheter. This occurred inside the sheath. No patient effect was reported. Device evaluation details: visual analysis was performed and reddish/ pink material was observed on the tip of the device. Due to the foreign material observed on the tip a a fourier-transformed infrared spectroscopy (ftir) study was performed to gather additional information; and it was revealed that this material is related to biological materials placed in the tip. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. The biological material observed on the tip of the device could be attributed to the thrombus reported by the customer. The observed condition may have resulted from improper handling, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30975556l number, and no internal action related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot-micro, bi-directional, d-d curve, c3, split handle catheter. After left pulmonary vein (lpv) isolation, the qdot micro catheter was checked outside the patient's body and a thrombus was confirmed adhered to the catheter. This occurred inside the sheath. No patient effect was reported. Anticoagulant therapy (act) was provided to the patient and the act was maintained at 300s or higher. There were no problems switching between low and high flow rates. Visitag parameters were breathing filter available, 1.5mm, 3s, 3g, 25% and color settings of tag index. The setting of pre/post time was pre 2s, post 4s. Ngen generator and ngen pump was used. The temperature displayed by ngen before or when ablation was not conducted was 32. Temperature during mapping was around 34 and during ablation was around 45. Impedance was around 100o, power was 30-40w. No error messages nor product problems were reported and there were no issues related to temperature and flow on the catheter. The procedure was completed with no problems. The physician assessment of the health problem was non-serious, moderate/minor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1: the initial reports first and last name, email and phone number are unknown. The device has been returned and is currently pending evaluation. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on (B)(6), 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's ref. No: (B)(4).